Event description:
Post cerebral angiography, the pt was found to have reddish rash on the right foot possibly representing micro emboli. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the tip of the sheath within the artery.